Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-01204.

Event description:
It was reported that insulin from the reservoir was leaking below the second o-ring and into the reservoir compartment. The customer noticed while changing the reservoir. It was mentioned that the customer was hospitalized with high blood glucose. No further information was provided.